Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a shipment of twenty-two (22) flexicaps which were found to be expired; the flexicaps were mixed with minicaps (not expired) in an unopened box. This was observed before use of the devices for peritoneal dialysis therapy. The patient did not use the flexicaps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and an expired flexicap was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.